Manufacturer narrative:
Device has been received and will be evaluated. A follow up report will be provided.

Event description:
The reporter identified the device ECG function not working during a routine check. New cables were tried without success.